Event description:
Information received by medtronic stated that the insulin pump was rejected new batteries. No harm was required during medical intervention. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged failed battery test or battery failed alert and meter communication anomaly found on (B)(6) 2021. The insulin pump powered up properly after battery installation. The insulin pump passed the sleep current measurement, active current measurement and self test. The insulin pump was programmed with contour next test glucose meter. The pump connected successfully to the test meter and displayed ¿bg meter connection successful¿. No unexpected bg meter communication errors or anomalies noted during testing. No unexpected failed batt test or battery failed alert noted during testing. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 23:32:04.000, (B)(6) 2021 23:32:33.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 00:41:00.000, (B)(6) 2021 00:41:25.000 and failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2021 23:32:20.000 the insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Unable to perform displacement test and lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a cracked battery tube threads and a scratched case. A missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip was confirmed. Unexpected failed battery test or battery failed alert not confirmed. Meter communication anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.